Event description:
It was reported that a patient was having great results with her ipg, then started having a loss of therapeutic effect. Her device was reprogrammed to the last available program. It worked well for about a month but then stopped working. Further information is being requested from the hcp.